Event description:
An alarm was reported by the caller, specifically alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery.